Manufacturer narrative:
Based on the current information provided, the causes of the complications noted within the article cannot be determined. Kuriyama, k., okamura, a., kanamori, j. Et al. Anatomical factor associated with thoracic procedural difficulty in robot-assisted minimally invasive esophagectomy. Langenbecks arch surg 409, 190 (2024). Https://doi.org/10.1007/s00423-024-03378-w. Section d: suspect medical device ¿ the article indicated that the procedures were performed on either a da vinci si (model) or da vinci xi system. It is unknow which system was used in this procedure.

Event description:
A literature article described a single-center, retrospective cohort study that aimed to clarify the anatomical and clinical factors that influence the difficulty of robot-assisted minimally invasive esophagectomy (ramie) in the thoracic region. The study occurred from august 2021 to july 2023. A total of 45 patients were included in the study who underwent curative-intent ramie with upper mediastinal lymph node dissection for esophageal cancer. The median age was 66 years and a median bmi of 21.6 was noted. The gender distribution was 77.8% male and 22.2% female. The article noted that during these surgeries, complications such as pneumonia in 8 patients, anastomotic leakage in 1 patient, and recurrent laryngeal nerve palsy in 3 patients were reported. Clavien-dindo complications greater than grade 2 were noticed in 12 patients; however, no details were provided. Interventions included reoperations in 3 patients. The author of the article stated that none of the complications mentioned in the article were caused by intuitive surgical, inc. (Isi) products. There were no da vinci product malfunctions during the procedures.